Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided. No impact to the pt was reported. All of our valves are 100% tested at the time of the manufacture.

Event description:
It was reported to medtronic neurosurgery that a valve revision was performed. According to the report, the valve was found to have a crack over the delta chamber.